Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed and required maintenance. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and required maintenance. A field service engineer (fse) cleaned the micro switches on the latch assembly and re-tightened the wire harness connectors to resolve the issue. The station was then tested using the hardware testing application (hta), and all tests passed successfully. The corrective actions were applied to tower doors 1, 3, 4, 5, 6, 7, and 8 to prevent future latch and door failures. The customer logged into the user application and accessed compartments without encountering any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed and required maintenance. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.